Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker failed to be interrogated. The pacemaker was explanted and replaced with an alternate pacemaker. The patient's condition was stable.